Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during laser assisted cataract surgery the capsular bag ruptured during hydro-dissection after using the femtosecond laser. A vitrectomy was performed and a three piece intra-ocular lens (iol) was implanted. It was observed during surgery the patient had floppy iris syndrome. The surgeon noted complications with the contralateral eye during cataract surgery without femtosecond laser and acknowledged patient anatomy could have complicated this case as well.

Manufacturer narrative:
The company representative was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was tested, and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The clinical applications specialist (cas) offered additional information, which is as follows: the capsular bag ruptured, during hydro-dissection and an anterior vitrectomy was performed. And three (3) pieced intraocular lens implant (iol) implanted. The surgeon reported, complications with the other (opposite) eye, during cataract surgery without using the laser. And acknowledged patient anatomy could have complicated this case as well. Patient selection, surgical technique, and contraindications were reviewed, on-site at the request of the surgeon. There was nothing abnormal noted, during the procedure. It is the ¿patient¿s anatomy¿, which attributed to these complications, during hydro-dissection. The root cause of the reported event can be attributed to patient anatomy. The manufacturer internal reference number is: (B)(4).